Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional health effect- clinical codes 1930 and 2377 and investigation conclusion 50 were missing from the initial report and medical device problem code should have been 2408 instead of 1863. The codes have been corrected in this report.